Event description:
Customer reported being hospitalized for dka. It was reported that customer did not change infusion set prior to hospitalization. Md stated that the hospitalization was due to the fact that the basal rates were not programmed into the pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.